Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, when the physician was trying to insert a right ventricular (rv) lead into the header of this pacemaker, difficulty was noted as the rv lead terminal pin did not want to advance all of the way into the header. After fiddling with the rv lead, the physician was eventually able to fully insert the lead successfully. All test measurements afterwards were normal and the pacemaker was implanted successfully and remains in service. No adverse patient effects were reported.